Event description:
The customer reported the image orientation function is not working, and the system will not save images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated and cleaned contacts on control panel processor and at communications boards. System operates as intended. (B) (4).